Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by sales rep that the doctor had evaluated before starting the case, which was full revision knee,but when opening the wound and found that femur and insert became loose and the function knee was abnormal, but tial still had good quality, so changed femur and insert instead. On (B)(6) 2020, sales rep was made aware of the scheduled revision surgery will be carry out on (B)(6) 2020.